Event description:
It was reported that the right ventricular (rv) lead dislodged several times during implant before being successfully fixated. It was further reported that unhealthy tissue may have been a contributing factor. The lead post-operatively dislodged the same day and was repositioned. High/unstable thresholds and loss of capture were observed the day after implant due to the lead having dislodged again. A procedure was undertaken to replace the lead. The lead was removed but not replaced due to tortuous patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4, ICD, implanted: (B)(6) 2014. (B)(4).